Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 4.496 mg) via an implantable infusion pump. It was reported that on an unknown date the pump had flipped in the pocket and was getting relocated to the patient's other side but puss was found in the pocket. Cultures were taken and the device was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was alive with no injury. It was noted that the explanted device was discarded. No further complications have been reported as a result of this event.